Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the wingset sezset 23x.75 12 w/o luer safety mechanism would not engage during use and caused a dirty needle stick. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese to english: "customer complains that the scalpes when activating the safety devices, this one locks and this caused two drilling work accidents and one of the devices broke. One employee accident case occurred today 9/24 and another case last week between 14 and 18 september. The hospital engineer requested the possibility of training bd for the nursing team"

Manufacturer narrative:
B.5. Describe event or problem: it was reported that the wingset sezset 23x.75 12 w/o luer safety mechanism would not engage during use and caused a dirty needle stick. Additionally, the "scalp" broke apart from the device. Serology was performed and the blood test results were "negative". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese to english: "customer complains that the scalpes when activating the safety devices, this one locks and this caused two drilling work accidents and one of the devices broke. One employee accident case occurred today 9/24 and another case last week between 14 and 18 september. The hospital engineer requested the possibility of training bd for the nursing team" "description of the event received on 12nov2020: in less than 10 days, two collaborators from the laboratory drilled themselves with scalp 23 from bd. The reason for both accidents was the same "when the safety device was activated, it stopped" one of the scalps came to break a part of the device. The lot of scalps 21, are the same lot: 9275484 exp: set / 24."" Additional information: client responded as follows: there was no need for medical intervention for health professionals due to accidents at work (medication administration, etc.). Together with sesmt, cat was opened. We performed serology for both source patients. Because the results were ¿negative¿ there was no medical or medication intervention; there was exposure of contaminating material to professionals. Both professionals had perforations on their fingers. In both accidents there was blood residue on the scalp needles. B.6. Relevant tests/laboratory data: blood test performed was negative. F.10. Device codes: 1069, 1354, 2979.

Event description:
It was reported that the wingset sezset 23x.75 12 w/o luer safety mechanism would not engage during use and caused a dirty needle stick. Additionally, the "scalp" broke apart from the device. Serology was performed and the blood test results were "negative". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese to english: "customer complains that the scalpes when activating the safety devices, this one locks and this caused two drilling work accidents and one of the devices broke. One employee accident case occurred today 9/24 and another case last week between 14 and 18 september. The hospital engineer requested the possibility of training bd for the nursing team" "description of the event received on 12nov2020: in less than 10 days, two collaborators from the laboratory drilled themselves with scalp 23 from bd. The reason for both accidents was the same "when the safety device was activated, it stopped" one of the scalps came to break a part of the device. The lot of scalps 21, are the same lot: 9275484 exp: set / 24."" Additional information: client responded as follows: there was no need for medical intervention for health professionals due to accidents at work (medication administration, etc.). Together with sesmt, cat was opened. We performed serology for both source patients. Because the results were ¿negative¿ there was no medical or medication intervention; there was exposure of contaminating material to professionals. Both professionals had perforations on their fingers. In both accidents there was blood residue on the scalp needles.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the wingset sezset 23x.75 12 w/o luer safety mechanism would not engage during use and caused a dirty needle stick. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese to english: "customer complains that the scalps when activating the safety devices, this one locks and this caused two drilling work accidents and one of the devices broke. One employee accident case occurred today 9/24 and another case last week between 14 and 18 september. The hospital engineer requested the possibility of training bd for the nursing team".